Event description:
The customer reported the injector overrode and tore the aa4203tf silicone single piece lens as it was advancing thru the injector cartridge. There was no patient contact. The customer looked inside the injector and noted it was warped and twisted. The customer stated the faulty injector was faulty.

Manufacturer narrative:
(B)(4): evaluation conclusion - based on the complaint information, we were unable to confirm this complaint. The product was not returned.(B)(4).